Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and non calcified left upper arm vein. The sterling 5.0 x 40mm balloon was advanced to the lesion and inflated one time at 6atm for approximately 30 seconds and ruptured. A sterling 6.0x20mm balloon was used to complete the procedure. No pt injuries or complications were reported. The pt status is reported as "good".

Manufacturer narrative:
Over 18 years. (B)(4).